Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxi 800 access immunoassay system was leaking liquid into the liquid waste drawer. The customer was wearing appropriate personal protective equipment and cleaned the leak using paper towels. There was no report of exposure or injury to the user. The customer did not seek or need medical attention.

Manufacturer narrative:
The customer found liquid accumulating in and around the liquid waste drawer. The customer stated that this instrument does not use the liquid waste containers as it is plumbed directly to a drain. Service was dispatched on (B)(4) 2011 for this event. The fse discovered that the issue was due to leaking wash buffer transfer tubing. The fse replaced the tubing and cleaned up the rest of the liquid. All repairs were verified per established procedures. (B)(4).